Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified that the collar was fractured off. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted for the patient. The reported device had been placed on tooth #9 for approximately 1 month. X-ray or picture image was not provided. The DHR was not available electronically for the subject lot number. Therefore, it could not be further reviewed at the time of the investigation. If there is any indication of nonconformance, or any possible manufacturing issue related to the reported event when the device history record (DHR) becomes available, a supplemental report will be submitted. Complaint history review was performed for the reported lot and no similar event or complaint was found. Complainant reported that the implant was fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the implant fractured off at the top in the crown. It could not be fixed and was remove.